Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump removed the cartridge and went through the loading process on its own. Customer experienced low blood glucose (bg) levels; level was unknown. Customer did not address bg level and stated levels came up on their own. Customer declined to provide additional information and further troubleshooting with tandem technical support. Reportedly, the customer had manual injections as alternate insulin therapy.